Manufacturer narrative:
The insulin pump has intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer changed the battery but the anomaly persisted. The buttons were not pressed for longer than 3 minutes. The pump was not bumped or dropped. The pump will be returned for analysis and will be replaced.